Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable acth results for 1 patient sample and questionable vitamin d results for 1 patient sample on a cobas 8000 e801 module. Patient 1: vitamin d results: the initial result was 81.3 ng/ml and the repeated results were 21.1 ng/ml and 21.4 ng/ml. Patient 2: acth results: the initial result was 9.3 pg/ml and the repeated result was 367 pg/ml. The sample was repeated and the results were 9.3 pg/ml and 267 pg/ml. The sample was aliquoted and tested on a p501 analyzer. The result from the aliquot was 298 pg/ml. The results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested, but not provided.